Manufacturer narrative:
Product analysis #(B)(4) :equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Two other axium prime devices were also returned and will be addressed in pli-10 and pli-30. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found kinked at ~140.2cm from the proximal end. The axium prime implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. Possible causes of failure are lack of hydration, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, damaged micro catheter, incompatible micro catheter, pushwire rotation or user advances the coil against resistance. Customer reported devices were prepared per IFU and vessel tortuosity was normal. As no other information was provided, likely cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretch could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The pusher was found kinked, potentially due to advancing against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report regarding three different axium coils that were stretched during the procedure. Each time the stretched coil was replaced and the replacement coil was implanted successfully. It was noted that all involved devices were prepared as indicated in the instructions for use (IFU). Patient vessel tortuosity was reported to be normal. There was no harm or injury to the patient. Additional information received that there were no issues that resulted in the damage that was found. There was no friction or other difficulty during delivery or positioning. The continuous catheter flush was administered during the procedure.